Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a paedi prechamber (#fv035t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt showed a under-drainage and blockage. The patient underwent a revision procedure performed on (B)(6) 2023. The complainant device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 years, 6 months. Weight: 10.4 kilograms. Height: 82.7 centimeters. Gender: male. Same event as # 3004721439-2023-00311 and # 3004721439-2023-00312.

Manufacturer narrative:
Manufacturing site evaluation: visual inspection: during the investigation, punctures on the membrane were determined. Permeability test: a permeability test has shown that the pediatric prechamber is permeable. Results: based on our examination results, we can detect punctures on the membrane, but otherwise no abnormalities. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.